Event description:
It was reported that during use of this bur guard with drill, the patient's lower lip got burnt. Antibiotic ointment was applied to the area and the patient was discharged home. To date, no further treatment is anticipated.

Manufacturer narrative:
Investigation results: the bur guard was received for evaluation and during testing, it did not get hot; it operated within temperature specification. Further investigation found no faults with this device. The customer will be contacted to provide servicing information for this product.